Manufacturer narrative:
Continuation of concomitant products: ddbc3d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had noted atrial undersensing on the atrial channel. The lead is still in use. No patient complications have been reported as a result of this event.